Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that IV fluid and blood leaked from the bd venflon¿ pro safety shielded IV catheter during use. The following information was provided by the initial reporter: "I was using an 18g safety cannula for an emergency theatre case. It was sited with ease by the trainee working with me. There was no issue with the safety feature. IV fluids were connected to the end port and multiple drugs were injected through the top port including those for induction of anaesthesia. Approx. 30 mins into the case just after administration through the top port it was noticed that the IV fluids were now coming out the top port. When the fluids were switched off the patient¿s blood then started to back flow and leak out the top port. The cannula was then immediately removed and a new one sited. Thankfully he had good veins and this was swift and straightforward. No other intervention required. There was no harm to the patient as it was recognised immediately and therefore a significant amount of fluids or blood did not leak. Had this occurred under a drape it may not have been picked up so quickly. The patient was being kept asleep by inhalational anaesthesia. The sudden loss of reliable IV access would have been critical for intravenous anaesthesia. (Tiva) there was no needlestick injury to any member of staff. All staff involved were wearing gloves and theatre gown."

Event description:
It was reported that IV fluid and blood leaked from the bd venflon¿ pro safety shielded IV catheter during use. The following information was provided by the initial reporter: "I was using an 18g safety cannula for an emergency theatre case. It was sited with ease by the trainee working with me. There was no issue with the safety feature. IV fluids were connected to the end port and multiple drugs were injected through the top port including those for induction of anaesthesia. Approx. 30 mins into the case just after administration through the top port it was noticed that the IV fluids were now coming out the top port. When the fluids were switched off the patient¿s blood then started to back flow and leak out the top port. The cannula was then immediately removed and a new one sited. Thankfully he had good veins and this was swift and straightforward. No other intervention required. There was no harm to the patient as it was recognised immediately and therefore a significant amount of fluids or blood did not leak. Had this occurred under a drape it may not have been picked up so quickly. The patient was being kept asleep by inhalational anaesthesia. The sudden loss of reliable IV access would have been critical for intravenous anaesthesia. (Tiva) there was no needlestick injury to any member of staff. All staff involved were wearing gloves and theatre gown."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production. From the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA# 1379444 has been initiated to address the issue. However, as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. H3 other text : see h.10.